Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise sensing on the right atrial lead, found on (B)(6). The patient presented in clinic on apr 14, 2021 and the lead was reprogrammed. The patient was stable.